Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, mesh erosion, recurrent vaginal and urinary infections, continued incontinence, leakage, bladder stones, bladder damage, abnormal vaginal odor, and the need for additional surgeries. No further information has been provided.